Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The cassette was not recognized as connected properly due to a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump showed error message: cassette not connected properly. There was unknown patient involvement. No patient harm/adverse event was reported.